Event description:
The hcp reported that the pt experienced narcotic withdrawal including symptoms of extreme increase in pain, nausea and vomiting, chills, cramping, diaphoresis, and headache. The hcp did a study which revealed a nick in the catheter. The pt was supplemented with IV dilaudid until they underwent a catheter revision. The pt outcome is unknown as the pt has not gone for follow-up with the hcp.